Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. Unit received with scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked lcd display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.